Event description:
It was reported that the external pulse generator (epg) would not allow any settings to be changed and that all values were showing zero. The epg was returned for service. No patient complications have been reported as a result of this event.